Manufacturer narrative:
The product was not returned for evaluation; we are unable to confirm the reported failure of the needle mechanism to deploy or to determine its root cause. Qualification records were reviewed and the product lot met all acceptance criteria. The omnipod user's guide warns "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results above 250 mg/dl, follow the treatment advice of your healthcare provider," and "check the infusion site after insertion to ensure that the cannula was properly inserted. It is also a good idea to check your blood glucose about two hours after each pod change and to check the infusion site periodically if the cannula is not properly inserted, hyperglycemia may result. It advised "the pdm also displays a reminder to check the infusion site and cannula. Make sure the pod is securely attached to your skin. You can see the cannula through the small viewing window on the pod," and "at least 4 to 6 times a day: when you wake up, before every meal, and before going to bed."

Event description:
The customer reported her blood glucose reached 319 mg/dl about 4 hours after the pod was activated. She also noted the cannula never came out of the device.